Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on patch shell bond edge, creases fold and observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp broken on patch/shell bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side rupture and tightness. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture, and tightness. Device has been explanted.